Event description:
Patient's family member called in 2002 alleging the patient's one touch basic meter was reading inaccurately low. The family member stated the patient's meter "had not been reading correctly for about one month". Patient had a home health nurse testing their blood sugar as well as their blood pressure. Patient is taking a set amount oral medication for their diabetes. On the day of the incident, the patient felt fine. Patient ate breakfast and lunch and took their medication. In late afternoon, patient began to feel sweaty and very ill. Patient tested their blood sugar and obtained a reading of 67mg/dl. Patient then drank orange juice. Patient's family member drove the patient to the ER. About one hour later at the ER patient obtained a reading of over 400 mg/dl. Patient's family member stated they did not treat the patient with insulin and does not know what the patient was treated with. They released the patient 4-5 hours later the same day. No further information has been reported.